Event description:
A distributor reported that a customer's pump had a cracked or shattered touchscreen, rendering it nonfunctional and unreadable. There was no information provided regarding any impact on the customer's blood glucose level. The customer was advised to return the pump for evaluation, and a replacement pump was issued.